Manufacturer narrative:
Information regarding suspect medical device common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. Information regarding occupation: other health care professional. Information regarding PMA/510k: den170015. Investigation evaluation: our laboratory evaluation of the product said to be involved could not confirm the report. All components were not included in the return (only one catheter was returned), therefore a complete evaluation was not possible. The device was returned with the on/off switch in the "off" position. The red activation knob was disengaged from the handle indicating deactivation of the carbon dioxide (co2) cartridge. The returned catheter appear to contain trace amounts of powder. The device was not tested as returned due to being previously deactivated. The co2 cartridge was fully punctured. The lance position was measured and found to be positioned correctly. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirms the device was of the current design. When tested with a new co2 cartridge and activation knob, the device sprayed as intended. The catheter was attached to the nozzle and sprayed as intended when tested. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the root cause for the report of unable to spray is unknown because the device functioned as intended. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Catheter occlusion can be a cause of this device not being able to spray powder. However, we could not conduct a complete investigation because only one catheter was returned for evaluation. This limits our ability to conclusively determine a cause. Catheter occlusion can be related to the handling of the device during the procedure. To assist the user, the instructions for use (IFU) states the following, "note: do not test device prior to insertion into endoscope accessory channel as this may increase risk of catheter occlusion." The IFU also states, "precaution: to avoid catheter occlusion, do not place catheter directly in contact with blood and/or mucosa, including any pooled blood and do not aspirate blood while catheter is in accessory channel... Note: if catheter becomes occluded, turn red valve to closed position, remove catheter from endoscope and replace with extra catheter provided in package." A corrective action has been initiated concerning device failure due to being unable to spray powder. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During the treatment of an ulcer bleed, the physician used a cook hemospray endoscopic hemostat. The physician used hemospray as their first initial therapy. Hemospray powder came out for about a second and then stopped. The user applied trouble shooting techniques including using both catheters and they could not get any hemospray to come out from the device. Both catheters were used for this device. The procedure was completed successfully with cook instinct hemoclips. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.